Event description:
It was reported that the device treating health care professional (hcp) called technical services (ts) and requested further review of the cardiac resynchronization therapy defibrillator (crt-d) the stored daily threshold and impedance measurements trend reports due to concerns of high out of range shock impedances on the right ventricular (rv) lead. Upon review, ts confirmed that there was a gradual increase in rv lead shock impedances measurements which rose to measure greater than 125 ohms. Ts discussed possible causes of the impedances like calcification with the hcp and recommended a commanded shock test to be done to further evaluate this rv lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.